Event description:
When the pump was scanned after the MRI, the pump was accidently turned off and within 45 minutes, the patient started going into withdrawals. It ¿felt like he was going to die¿. He was given 2mg of dilaudid to correct the issue. Per the patient, the programmer was damaged by some kind of software virus.

Event description:
It was reported that the patient was referred for a magnetic resonance imaging (MRI) scan. It took almost two months to obtain as the patient had a pain pump. The pump was read after the MRI reportedly by a pain clinic personnel and ¿ended up screwing up the pump and gave it a virus.¿ the personal therapy manager (ptm) displayed an error code which was resolved with resetting the pump. The patient had to drive to another physician to resolve the pump issue. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that a representative was supposed to have been contacted but they sent someone from the pain hospital who was impersonating a representative. That person ¿screwed up his pump¿ and the patient had to drive five and a half hours to get it corrected. The patient flipped over the person¿s identification card and found out, and the person did not have the right programmer to check the pump. As of (B)(6) 2015, the device system delivered fentanyl, clonidine, dilaudid, marcaine, and another unknown medication thought to be propanol.